Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is not meeting longevity expectations. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: 2009 (B)(6). (B)(4).